Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored an atrial tachy response (atr) episode containing two instances of right atrial (ra) undersensing that affected timing cycles, resulting in the loss of cardiac resynchronization therapy (crt) pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No adverse patient effects were reported.